Manufacturer narrative:
On august 25, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed two tears (a and b) in the anterior aspect measuring approximately less than 0.1 cm each one. Microscopic examination of the edges of the tears revealed in both tears parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migraton. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 460cc mentor smooth round high profile saline breast prostheses, suffered right breast implant deflation, ptosis with excess skin of the abdomen and had to undergo correction of stretch deformity on both breasts with full mastopexy and full abdominoplasty with liposuction to the abdomen and waist. In addition, the patient also suffered left breast displacement. The left breast has become entirely sub-glandular. Subsequently, the patient had to undergo bilateral removal and replacement with the following devices on (B)(6) 2020: (right) 460cc mentor smooth round high profile saline catalog: 3503460 lot: 6453312 sn: (B)(4) and (left) 460cc mentor smooth round high profile saline catalog: 3503460 lot: 6453312 sn: (B)(4). This medwatch form is for the left breast prosthesis.